Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? In the green area. What confirmation was received that the device was fully fired? Cutting washer. Did the device staple? Yes. Was the staple line complete? No. Were there any staples missing from the staple line? In 2 points. What was the shape of the staples (b-formation, irregular, legs straight)? B formation. Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Yes. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the hemicolectomy, bubble test was positive. The surgery was delayed due to completing the manual anastomoses. No fragments were generated. The procedure was completed successfully. No patient consequences were reported

Manufacturer narrative:
(B)(4). Date sent: 04/01/2022. D4: batch # 531a43. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. Only casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.